Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular exhibited high pacing thresholds due to dislodgement. The lead was explanted.